Event description:
A healthcare facility in (B)(6) reported that a cardinal 1005-h05 breathing circuit melted in numerous spots where the heating coils touch the platic tubing. The breathing circuit was being used with an hc500 respiratory humidifier and a ventilator that was turned off. The healthcare facility stated that the pt had covered the breathing circuit with a blanket. It was reported the pt was not injured and has since been advised to not cover the breathing circuit with anything. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The hc500 respiratory humidifier was mfg in the year 2000. The breathing circuit was not mfg by fisher & paykel healthcare (fph). Method: attempts were made to retrieve the hc500 to carry out testing, but it was not returned to the MFR for inspection. Results: were not able to carry out any testing on the specific hc500 involved. The healthcare facility stated that the breathing circuit had been covered with a blanket. Conclusion: fph did not manufacture the breathing circuit and we have not received any info that suggests the hc500 respiratory humidifier malfunctioned. We could not determine what caused the breathing circuit to melt. We have referred this complaint to the MFR of the breathing circuit. The healthcare facility did report a blanket covered the breathing circuit and this can lead to it overheating. The hc500 user instructions includes a warning that states "do not cover the delivery tube with blankets, towels or similar materials as this may cause the pt delivery tube to overheat." This warning has since been reiterated to the user.